Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose readings were high 400's to low 500's. Customer experienced nausea. Customer had a cracked infusion set tube. Diagnosed diabetes ketoacidosis. Hospital treated with IV drip and IV insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.